Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to an unseated multi-function signal cable. The cable was reseated to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.